Manufacturer narrative:
Reported event: generator stopped delivering energy. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a rf3000 radiofrequency generator was used during a radiofrequency ablation (rfa) procedure. According to the complainant, the generator stopped delivering energy to the electrode. It was confirmed that there was no issue with the electrode. However, due to the issue with the generator, a non-bsc generator and a non-bsc electrode was used to complete the procedure. There were no patient complications reported as a result of this event.